Event description:
It was reported that on (B)(6) 2021, before the case began, the scrub tech was checking screw fitment of 2.4 cortex screws through the guide block of 2.4 va-lcp distal radius plate and noticed that screw heads were not fitting through guide block 2.4 screw holes distally. There was no patient involvement. This complaint involves three (3) devices. This report is for (1) 2.4mm cortex screw slf-tpng with t8 stardrive recess 20mm. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The complaint device (2.4 cortex screw slf-tpng t8 sd rec 20) was not received for investigation. A photo investigation was performed based on the photos was received. The image was reviewed, and the complaint condition is not confirmed as the device appears to be in good condition and able to be assembled according to specifications with no signs of issue or defect. Manufacturing record evaluation cannot be performed due to lot number being unknown. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. No DHR review was completed since no lot number was supplied via photo or additional information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a manufacturing record evaluation cannot be performed due to lot number being unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.